Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, an opening on posterior, red particles on the shell and gel, crease fold, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on posterior and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with a non-allergan device.